Event description:
The cordless driver 3 was sent for service and it continued to run without user activation during performance testing at the manufacturer. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.